Event description:
The customer reported that during pcl repair surgery, after pulling an allograft achilles graft into femoral tunnel, a biosteon screw was inserted. The screw broke after it was inserted about 90% in. The small proximal pieces were retrieved. An easy out was used to remove the distal portion of the screw. However, this did not work. A bio screw was then inserted, it broke. At this point the bone block crumbled and the graft pulled out. The rest of the bone block was removed and graft was inserted. A bioscrew was inserted and secured the graft.

Manufacturer narrative:
Suspected root cause: failure to tap when bone patellar tendon bone graft used.